Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed and the pods pink slide failed to move forward upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was returned not deployed. The device download indicates a drive stall occurred at the beginning of the device run. The first prime completed at pulse 51 and the device was deactivated at pulse 62. The device was reset, connected to a master pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The exact cause of the drive stall could not be determined.